Event description:
The user reported that while backing the sheath out of the pt, it broke near the hub. No further information was provided. The user did not provide a lot number. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as no lot number was provided. Attempts were made on (B)(4) 2013 (twice) and (B)(4) 2013 to obtain additional information with no success. A follow-up report will be submitted when the evaluation has been completed.